Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had a revision of their implant and the issue began several months before their revision. The revision was a little over a month and a half ago. Patient stated the internal battery popped up and patient had fat necrosis. Hcp couldn't manipulate the implant back in position. Patient's implant would shock them if they bent a certain way or stretched a certain way. After surgery the patient needed for the wound to heal and wait for the staples to be removed. Representative couldn't 'reset' the controller and representative redirected patient to patient services. Patient would get a message that wouldn't allow them to increase the stimulation when trying to increase the stimulation. During the call patient got settings not available on group b program 1. Intensity was at 2.8. Controller was at 100% and implant was at 70% and was at excellent. Agent redirected patient to their hcp to address the issue. Agent provided nas phone number. Patient needed glasses during the call. The rep reported they saw patient in june and reprogrammed them successfully. No quality control issues when they saw them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) repeated info on revision surgery. Patient said that they didn't get their device reset at the office visit because they didn't understand that they were supposed to bring the device with them to the appt. Patient stated that the representative said they would make an appointment to meet them at their hcps office later, however they tried several times and their schedule didn't match up with the representative's. Pt said that they went through two reps trying to get the stimulator reset. Patient noted that the device had been on a very low setting since august and the device only worked on group c and didn't work on groups a or b. Pt was calling to coordinate an appt with a rep for ins reprogramming. Agent redirected patient to healthcare provider to further address the issue. Pt reported that the device was shocking them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.